Event description:
It was observed during central processing that the mega suturecut needle driver instrument had a broken wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken wire issue. However, for clarification, the nonconformance was a broken grip cable. Based on this, the alleged complaint was confirmed. The broken cable section was found to be sticking out at the instrument's wrist. An additional finding not reported by the site was a damaged idler pulley. The idler pulley exhibited rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.